Event description:
It was reported that a balloon rupture occurred. The more than 95% stenosed target lesion was located in the radial artery. A 10/2.75 flextome cutting balloon was selected for use in a percutaneous coronary intervention (pci) procedure. During the procedure, it was noted that the balloon ruptured and could not be inflated in the patient's body. The device was removed from the patient without any intervention and the procedure was completed with a different device. No patient complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied to inflate the balloon. Liquid was observed to be leaking from a balloon pinhole located approximately 3mm distally of the proximal marker band. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. The blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon surface. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination found multiple hypotube kinks.

Event description:
It was reported that a balloon rupture occurred. The more than 95% stenosed target lesion was located in the radial artery. A 10/2.75 flextome cutting balloon was selected for use in a percutaneous coronary intervention (pci) procedure. During the procedure, it was noted that the balloon ruptured and could not be inflated in the patient's body. The device was removed from the patient without any intervention and the procedure was completed with a different device. No patient complications were reported and patient was stable post procedure.